Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A postoperative infection around the implant was observed. The user was explanted on (B)(6) 2025.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to an infection and drainage at the surgical incision. A revision surgery and antibiotic treatment was performed, however the infection was not resolved. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. In addition, in situ measurements showed two channels with hi impedance, likely due to physiological issues, since no device failure was observed which would explain it. This is a final report.

Event description:
A postoperative infection around the implant was observed. The user was explanted.